Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (belt will not latch with test monitor) has been confirmed. Upon investigation the electrode belt was unable to securely connect to a monitor. The electrode belt's trunk cable connector locking nut was missing. The root cause for the missing locking nut could not be positively identified but was likely physical abuse. Additionally, the electrode belt trunk cable connector had bent pins which prevented the belt from properly connecting to a monitor. The root cause fot the bent pins could not be positively identified but was likely excessive force when connecting. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) would not securely latch with the test monitor.